Manufacturer narrative:
Further information determined the event was not caused or contributed to by the device or therapy. As such, the event does not meet the definition of a complaint and no further regulatory reports will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. Although the drug was unknown, the hcp reported the patient had a "baclofen pump." It was reported the patient came to the hospital with acute unresponsiveness. The caller had no further history other than to say th e patient had a ¿baclofen pump.¿ the hcp was requesting to contact a local manufacturing representative to check the pump status. Technical services reviewed to contact the managing pump doctor also. The hcp did not know the managing pump doctor. It was reported the patient was a ¿nh¿ (nursing home) patient. It was reviewed to contact the nursing home and find out who was refilling and programming the pump. It was reported the symptoms were sudden, and the event date was provided as (B)(6) 2018. It was reported the patient was currently hospitalized at the time of the report. No further complications were reported or anticipated. Additional information was provided by a healthcare provider at the hospital. The doctor confirmed they were able to reach a manufacturing representative (rep). The rep came to the hospital on (B)(6) 2018 to interrogate the pump. Neither the rep nor the doctor managing the case at the hospital knew who the patient¿s managing pump doctor was. The managing case doctor said interrogation of the device did not reveal any malfunctions, to their knowledge. However, the rep thought the dose was higher than it should have been. The managing case doctor said they did not know what the rep meant by that, and they were planning to follow-up with the rep this morning. A magnetic resonance imaging procedure was being planned, and the doctor stated they would be needing the rep to come back to evaluate the device following the MRI. The cause of the patient¿s symptoms was still unknown at this time. No further information was obtained at this time.